Event description:
It was reported that the device failed operational check and won't restart. There was reportedly no patient involvement.

Manufacturer narrative:
This complaint has been deemed a duplicate of (B)(4) previously reported on emdr 3030677-2021-12674.